Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed occlusion test low at 7.72psi. There was unknown patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 12/30/2024. One device was returned for analysis. Review of the event history log (ehl) showed a high pressure. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a downstream occlusion seal. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.